Event description:
It was reported pt indicated device was not working and that she was in a lot of pain. The pt went to the emergency room and got a prescription for vicodin because of her pain. The pt only had 4 pills left and needed some assistance. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).